Manufacturer narrative:
The reported event of unable to untighten the ventricular setscrew was confirmed. Analysis revealed over-torquing of the setscrew occurred at implant causing the setscrew to become stuck. The examination of the setscrew and the impressions on the lead pin revealed the setscrew was over-torqued which prevented the setscrew from being untightened and breakage of the wrench when attempting to do so. No anomalies with the device were found. This problem is considered user related.

Event description:
During device replacement due to normal battery depletion, the right ventricular (rv) lead could not be removed from the header of the device. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.